Event description:
It was reported that the event occurred when the intra-aortic balloon (iab) was connected to the intra-aortic balloon pump (iabp). The pump failed to display the arterial pressure and as a result, the pump was switched out successfully. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy when switching out the pump with no harm to the pt. The pt outcome is fine. After the pump was checked, it was found to be the cable arterial pressure part was default.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.